Event description:
Baxter received a report that vc p500 nsc air rental frame had bed going up by itself this occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the hand pendant button is stuck and needed to be replaced. Per the baxter user manual: to install the pendant into the siderail 1. Position the pendant next to the opening in the intermediate siderail or head-end siderail, depending on the cable length. 2. Insert the top edge of the pendant into the siderail so it engages the upper section of the siderail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the siderail. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 14, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the hand pendant to resolve the reported event. Based on this information, no further action is required.